Event description:
It was reported that the device fails the pressure test at 6.58psi. There was no patient involvement reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noticed that the tampered seal label was missing. The device was in otherwise good external condition. A review of the event history log confirmed the reported event with occurrences of "high alarm displayed: downstream occlusion". A function test of the device was able to replicate the reported event. The device failed the occlusion pressure test. The downstream sensor was determined to be failing, and was replaced to address the reported issue. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.